Event description:
The customer reported that the system cannot complete the booting cycle and the x ray stops.

Manufacturer narrative:
(B) (4). The ge service rep found that the cpu of memory and x ray tube should be changed. He will send the quote to the customer to determine if they want to have the system fixed.